Event description:
Primary disease stable angina (ccs iii). During the index procedure an endeavor rx drug eluting stent was implanted in the mid rca. A pproximately 39 months post the index procedure the patient expired, cause of death unknown.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death). (B)(4).